Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinical manager reported that a patient death occurred while undergoing treatment on a hemodialysis (hd) machine. The following details were provided. The 2008t hd machine experienced a false blood leak alarms while a patient was undergoing treatment for cyanide poisoning. The discoloration of the effluent dialysate triggered the blood leak alarm. The dialysate was pink as a result of attempting to remove the cyanide. The patient was transferred to another machine to continue treatment. There was no blood loss reported. The second 2008t hd machine experienced a false blood leak alarm. Subsequently, the patient expired due to cyanide poisoning. No malfunction of the machine was observed or identified, prior to, during, or following the treatment. The 2008t hd machine alarmed appropriately. No parts were available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Clinical investigation: there is no documentation to suggest a causal relationship exists between the patient expiring (a result of (B)(6) poisoning) and the 2008t machine. There is no documentation to suggest an actual blood leak occurred during the hd treatment for (B)(6) poisoning with the 2008t machine. The use of the 2008t machine for the purpose of treatment for (B)(6) poisoning is off label use. Additionally according to the center for disease control (cdc) patient with signs and symptoms should be treated with (B)(6) antidotal kits approved by the (B)(4) which does not include hd treatment. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The machine was removed from service following the event for an evaluation by the facility¿s on-site biomedical technician (biomed). The biomed verified machine operations and did not make any repairs. The machine was returned to service at the user facility without issue.